Event description:
The hcp reported that the pt was experiencing episodes of nausea, anxiety, diaphoresis and intermittent loss of pain control. A catheter access dye study was performed and no pump issues were noted. The hcp does not feel that it is device related; the pt is having other "medical complications". A concentration change was made, catheter was primed and a bridge bolus was programmed following a dye study. Results of the dye study were not reported. A follow-up report will be sent if additional info becomes available to us.